Event description:
It was reported that the patient presented in clinic for an interrogation. Interrogation showed the patient's pacemaker had an inappropriate magnet response. Programming changes were done by turning off the magnet mode to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of false magnet detection was confirmed. Based on the data provide the root cause could not be determined.